Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The fault was in the 6 mm inner inserter code fw684r involving its inability to attach to a 6 mm height activc implant. The surgery was delayed for around 27 mins, but there was no injury to the patient.

Manufacturer narrative:
Investigation: the product was inspected visually. No damage was visible. Batch history review: the device quality and manufacturing history records have been checked and found to be valid at the time of production. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: by the fact that the complained part of an insertion system has no visible damages, we assume that the causing damages are probably visible on the corresponding insertion instrument (B)(4) which was not available for investigation. Therefore, we assume that there are the same causes of malfunction as in the complaint from 04-20-2017, from the same hospital. No CAPA is necessary.